Event description:
While trying to extubate the pt post CABG, there was no cuff leak, so they could not extubate. When they were able to extubate it was noticed that the outside cuff was fully deflated but the bulb was still half inflated, causing a delay in extubation. FDA safety report ID# (B)(4).